Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt complains that the level of sound changes sometimes. It goes from very soft to occasionally unpleasantly loud. All the external parts have been exchanged several times but without resolve of the problem.